Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient eye as the patient experienced hyperopia after one month of having the lens +1.00 sp. The patient first reported blurry vision in the left eye on, stating there was no clear focal point, and that +1.25 readers helped focus at 10 feet. The patient felt need lens exchange. The patient did not sustain any injury, and no further medical or surgical interventions are anticipated. The patient's pre-op uncorrected and best corrected visual acuity was 20/15 nv: 20/40 and cc: 20/15 and the post-op uncorrected and best corrected visual acuity os sc: 20/30-2 and os cc: 20/20. From additional information it was learnt that the issue was due to capsular traction and lens design. The patient was more dependent on readers to see more clearly up close to read or do near vision activities. The visual issue experienced by the patient was near vision limitations. There was no use error. The patient is much happier with exchange as there is more clarity and can see better up close. There was no patient injury. Adequate healing time was given to patient to see if the patient would adjust and tried otc readers. No other information is available.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 27, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was cut in half and coated in viscoelastic residue and fibers from the gauze it was received on. The lens was cleaned and inspected; damage was observed on the edge of one lens half. No further issues were observed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.